Event description:
Account alleged that the bed is smoking. No injury reported.

Manufacturer narrative:
Tech found a cut in the power cord which was making the smoke. Tech replaced the power cord to resolve the issue.